Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received photos for investigation, and evaluation of the three photos indicated a split female luer adapter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® push button blood collection set, blood leaked from a crack in the luer adapter of the device with one patient. A new device was selected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 26-mar-2026 investigation summary bd received 3 photos and one sample for investigation, and evaluation of both indicated a split female luer adapter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd initiated further root cause investigation relating to the issue of cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® push button blood collection set, blood leaked from a crack in the luer adapter of the device with one patient. A new device was selected and no adverse impact was reported regarding the patient or user.